Event description:
On (B)(6) 2013, the patient reported his infusion set was leaking where the cannula connects to the self-adhesive. He removed the headset and primed; he stated he only saw insulin coming out of the cannula and not leaking. The patient stated that he noticed wetness at his infusion site after a bolus of 15 units of insulin. He thinks the wetness is from a combination of poor absorption and a leaky infusion set. The leak occurred while he was at work and did not have a spare infusion set; subsequently his blood glucose level elevated to 400 mg/dl. His normal range is 130-150 mg/dl. Later he was able to attach a new infusion set and his blood glucose level returned to normal. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Infusion set was requested to be returned for product evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
We received one used sample for investigation. The complaint reason was a leakage at the connection between cannula and self- adhesive. During the visual inspection we found that the tube of the cannula was filled with liquid residues. In addition we found that the tube of the transfer set was squeezed at two positions. Such damages we have seen in the past and they were caused by a zipper where the tube was trapped and deformed. We performed a free flow and tightness test and found that the needle of the cannula was occluded due to the liquid residues. Further, we found a leakage at the needle over molding of the transfer set. There was a hole in the tube right at the end of the needle, this indicates to a non-axial tensile stress. We performed a free flow and tightness test on one retain sample and could not find any non-conformity. The problem mentioned by the customer is related to mishandling of the product by the customer.

Manufacturer narrative:
No sample was received for examination. A retain sample was visually inspected and tested for flow and tightness. All test results were within specifications. No product was returned